Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is a 3 of 3 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a customer stated abbott¿s recall of their devices is inadequate due to their devices not included in the recall giving false low readings. One faulty sensor was returned, but its replacement also produced false lows near the end of its wear period. Another device¿sent directly through abbott¿s replacement program produced three documented false low readings within 5 days, verified by meter checks. The latest faulty device is being returned to abbott via their replacement program." Adc customer service was able to successfully contact the customer, who stated the product will not be returned and the customer switched to a competitor brand meter. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a customer stated abbott¿s recall of their devices is inadequate due to their devices not included in the recall giving false low readings. One faulty sensor was returned, but its replacement also produced false lows near the end of its wear period. Another device¿sent directly through abbott¿s replacement program produced three documented false low readings within 5 days, verified by meter checks. The latest faulty device is being returned to abbott via their replacement program." Adc customer service was able to successfully contact the customer, who stated the product will not be returned and the customer switched to a competitor brand meter. Based on the information provided, there was no report of serious injury associated with this event.